Event description:
The panta nail was compressed and the tibial holes did not match up to the jig holes. The drill bit missed the hole proximally approximately 2 mm off. Both tibial holes were tried and each on the lateral and medial sides. Both were off the exact amount. There was a surgical delay of 1 hour. On 9/16/2011 add'l info was received from the company rep who noted the "date of surgery was (B)(6) 2011, the type of surgery was "ttc (tibiotalocalcaneal) fusion', hospitalization was not prolonged, an add'l hour of anesthesia was needed because an extra hour was needed to place the screws. The procedure was completed by 'free handling' the tibial screws (not using the jig for alignment purposes) using the c-arm."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.